Event description:
Caller updated time and personal profile settings, supported by cts assistance. No impact was reported, as blood glucose levels did not exceed 500 mg/dl or fall below 54 mg/dl. Cts advised caller to monitor for any recurring time discrepancies, which caller acknowledged.